Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that no rpm readout was displayed on the console. A rotablator console was selected for use. During preparation, outside patient's body, it was noted that the rpm readout was not displayed on the console when the burr was spinning. In addition, a hissing noise, possibly air leak was noted. The procedure was completed with a different device. No patient complications were reported.